Manufacturer narrative:
Additional information indicated there was a loading error that caused the trailing haptic to become distorted and was not noticed until the intraocculr lens (iol) was implanted. The lens was removed with a small incision enlargement. The procedure was completed successfully with a new lens, same model.the intraoccular lens (iol) was returned to our quality assurance laboratory for inspection which revealed that the lens had one (1) broken haptic and appeared to have evidence of blood and viscoelastic, ophthalmic viscosurgical device.(B)(4): placeholder.

Event description:
It was reported that the intraocular lens (iol) was not used due to a loading error. It was stated that there was patient contact and that the incision was enlarged. In addition it was stated that the lens did not cause the issue and that there was no adverse event caused by the lens.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to our quality assurance laboratory for inspection. The inspection revealed that the lens had one (1) broken haptic and appeared to have evidence of blood and viscoelastic, indicative of use of the lens during an (attempted) implant. Placeholder.